Event description:
It was reported that a thrombus was present in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to used. After the physician performed the transseptal puncture, the sheath was inserted and out across the septum. At this time a thrombus was visualized in the patient on the wire that was through the was. The physician gave heparin to the patient to resolve the thrombus and the procedure was ended. No other complications were reported and the patient is stable following these events.